Event description:
Ultrasafe needle guard used on lovenox syringe. Very difficult to activate needle guard with one hand, so nurses routinely use two hands. Nurse stuck their finger with needle in process of activating guard with two hands.